Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: 3 mm x 4 cm galaxy g3 mini (glm930040/unk lot), enterprise 2 stent (enf402300/unk lot), prowler select lp/es (606-s155x/17687035) microcatheter. Initial reporter first name, phone, fax, and e-mail were not reported. (B)(4). The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" in device evaluated by MFR?). Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are this report, 3008114965-2018-00679, and 1226348-2018-00649.

Event description:
As reported by a healthcare professional, during an enterprise 2 stent-assisted coil embolization of a 4.9 mm x 4.6 mm (4.4 mm neck) left ophthalmic internal carotid artery (ica) aneurysm, the 2 mm x 3 cm galaxy g3 mini (glm920030/s15138) thermo-mechanical coil was advanced to the microcatheter tip in the existing coil mass, but the physician felt the coil was no longer responding to advancement or withdrawal and may have stretched. The prowler lp/es (606-s155x/17687035) microcatheter and coil were pulled back together as a unit from the coil mass. Upon their withdrawal, the proximal 1 cm of the previous 3 mm x 4 cm galaxy g3 mini (glm930040/unk lot) coil came out of the aneurysm. The microcatheter and 2 mm x 3 cm galaxy g3 mini coil were removed from the patient. The embolic coil was still attached to the delivery system when removed from the patient. Angiography was performed and the physician determined that the coil embolization was complete. A 4 mm x 23 mm enterprise 2 stent (enf402300/unk lot) was implanted across the neck of the aneurysm. The sales representative gently removed the coil from the microcatheter and no visible damage was noted to the embolic coil. Reportedly, no additional intervention was performed to address the coil that protruded from the aneurysm and there are no plans to perform additional coil embolization at a later date. The coil was left in place to endothelialize. There was no evidence of thrombus formation at the site of the protruded coil and no sign of flow restriction/reduction. The surgery was delayed five minutes due to the event. The sales representative indicated that the exact issue remains unclear but the event may have been related to coil entanglement. The suspected cause of coil entanglement was not reported. No visible product damage was noted prior to the event. The devices were stored, handled, and prepped according to the instructions for use (IFU). The coil delivery systems were prepped without any difficulty. There was no resistance between the guidewire and microcatheter when accessing the target site. Prior to the 2 mm x 3 cm galaxy g3 mini coil, five coils went through the same microcatheter without resistance. No resistance was encountered during advancement of the through the microcatheter. An adequate continuous flush was maintained through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The microcoil was not positioned at a relative sharp angle to the microcatheter. The user did not apply excessive force at any time during the case. The 2 mm x 3 cm galaxy g3 mini coil will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the product was discarded and is thus not available for evaluation. Complaint conclusion: as reported by a healthcare professional, during an enterprise 2 stent-assisted coil embolization of a 4.9mm x 4.6mm (4.4mm neck) left ophthalmic internal carotid artery (ica) aneurysm, the 2mm x 3cm galaxy g3 mini (glm920030/s15138) thermo-mechanical coil was advanced to the microcatheter tip in the existing coil mass, but the physician felt the coil was no longer responding to advancement or withdrawal and may have stretched. The prowler lp/es (606-s155x/17687035) microcatheter and coil were pulled back together as a unit from the coil mass. Upon their withdrawal, the proximal 1 cm of the previous 3mm x 4cm galaxy g3 mini (glm930040/unk lot) coil came out of the aneurysm. The microcatheter and 2mm x 3cm galaxy g3 mini coil were removed from the patient. The embolic coil was still attached to the delivery system when removed from the patient. Angiography was performed, and the physician determined that the coil embolization was complete. A 4mm x 23mm enterprise 2 stent (enf402300/unk lot) was implanted across the neck of the aneurysm. The sales representative gently removed the coil from the microcatheter and no visible damage was noted to the embolic coil. Reportedly, no additional intervention was performed to address the coil that protruded from the aneurysm and there are no plans to perform additional coil embolization at a later date. The coil was left in place to endothelialize. There was no evidence of thrombus formation at the site of the protruded coil and no sign of flow restriction/reduction. The surgery was delayed five minutes due to the event. The sales representative indicated that the exact issue remains unclear but the event may have been related to coil entanglement. The suspected cause of coil entanglement was not reported. No visible product damage was noted prior to the event. The devices were stored, handled, and prepped according to the instructions for use (IFU). The coil delivery systems were prepped without any difficulty. There was no resistance between the guidewire and microcatheter when accessing the target site. Prior to the 2mm x 3cm galaxy g3 mini coil, five coils went through the same microcatheter without resistance. No resistance was encountered during advancement of the through the microcatheter. An adequate continuous flush was maintained through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The microcoil was not positioned at a relative sharp angle to the microcatheter. The user did not apply excessive force at any time during the case. No further information was provided. The galaxy g3 mini product was discarded and is thus not available for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The root cause of the event could not be conclusively determined; however, coil entanglement, stretching and protrusion into the parent vessel are known potential complications during coil embolization procedures. The instructions for use (IFU) cautions: ¿during coil retraction, verify under fluoroscopy that a one-to-one relationship exists between the delivery tube and the coil. If not, the coil has been stretched, which could lead to premature detachment or coil fracture. If the one-to-one relationship does not exist, remove the infusion catheter and the detachable coil as an assembly and replace.¿ it appears that the coil was entrapped in the aneurysm by a previously implanted coil (s), and withdrawal of the coil against the resistance resulted in the coil stretching and protrusion into the parent vessel. Based on the reported information, it is possible that device manipulation/interaction and procedural/clinical factors may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00679, & 1226348-2018-00649.